Event description:
An asymptomatic patient presented to clinic for a follow-up. Device interrogation showed noise on the ventricular lead, poor sensing and no capture chest x-ray confirmed lead dislodgement. A lead perforation was confirmed, as lead tip was visible in plural space. The lead was explanted. The patient was stable through out the surgical procedure.

Manufacturer narrative:
No medwatch form was received.